Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. B3 event date: (B)(6) 2025.

Manufacturer narrative:
The device evaluation found e237 scope error occurs, and outside shield has corrosion. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited the outside shield had corrosion and error e237 ocurrs. There was no patient involvement.